Event description:
"Channel a continued to infuse when air was in line". Info was not provided regarding whether or not the device was in pt use when the reported event occurred. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.